Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control test prior to its distribution. The reported event of stretched out helix was confirmed. Visual inspection noted outer helix length was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Inner helix was found out of specification. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. As a result of this finding, abbott is performing further investigation. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
This report is to advise of an event observed during analysis.